Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 40 mg/dl and 45 mg/dl. The customer¿s blood glucose was 260 mg/dl, 160 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. The customer declined troubleshooting for high and low blood glucose. The sensor glucose value that triggered the suspend event was 60 mg/dl and suspend on low limit in sensor settings was 70 mg/dl. The insulin pump and sensor will not be returned for analysis.

Event description:
Incident date has been changed to (B)(6) 2018.